Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014- 08243 / 08257/ 08258).

Event description:
It was reported a patient enrolled in a clinical elbow study underwent left total elbow arthroplasty on (B)(6) 2006. Subsequently, an irrigation and debridement procedure took place on (B)(6) 2006 due to infection. A revision procedure was performed on (B)(6) 2007 where another irrigation and debridement occurred due to infection. All components were removed and replaced.